Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the blood glucose monitor occasionally provides inaccurate bolus advice, which only covers carbohydrates and not additional insulin to decrease blood glucose to the target range. No adverse event was reported. The alleged product was requested for evaluation.